Event description:
The facility rep reported a pump in which there was no alarm for occlusion. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding additional contact info.

Manufacturer narrative:
The device has not been received for eval at this time. When device eval has been performed, and/or more info becomes available, a follow-up report will be sent.